Event description:
The user facility reported that the tip of the wire was noted to be "further away than it should be" under fluoroscopy, during a right lower limb interventional procedure. Follow-up communication confirmed: an antegrade approach was used during this procedure; the physician attempted to withdraw the guide wire through a 0.014" abbott armada balloon catheter after the appearance observed under fluoroscopy; however, the coating of the guide wire also began to be stripped from the core wire during withdrawal causing the device to become stuck inside the balloon catheter; and all devices were then removed together so that no remnants were left in the patient.

Manufacturer narrative:
The involved guide wire was not returned for evaluation and the lot number is not known. Therefore, the failure investigation was limited to assessment of information provided by the user facility and evaluation of a sample of the same product code from a current production run. Inspection and testing of the sample found no defects or anomalies and confirmed that product performance specifications were met. Although the cause for the reported event cannot be definitively determined based upon the currently available information, the event description is most consistent with the balloon catheter becoming caught on the poly-urethane layer of the guide wire, and then, sufficient force being applied to advance the balloon catheter to cause a portion of the poly-urethane layer to become partially sheared from the core wire. The partially detached coating material could then cause the guide wire to become stuck during attempted withdrawal. The device labeling does address the potential for damage or separation of the polyurethane coating of the glidewire under certain conditions. Specific statements in the warnings / precautions section include: "do not manipulate/withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval"; "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire."; "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; and "if any resistance is felt, or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, and separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).